Manufacturer narrative:
Testing of actual/suspected device: the distributor's field service engineer (fse) was dispatched to evaluate the iabp unit. The fse checked and found one of the batteries was completely drained and not charged. The battery was replaced with one from another iabp as the machine was on the patient. The battery was placed in another iabp and kept for charging but the battery was still not charging. After further investigation it was noted that both batteries are completely drained and not charging. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient transport the cardiosave intra-aortic balloon pump (iabp) battery would not charge. No patient harm, serious injury or adverse event was reported. Another iabp was used for recharging but the battery would not charge.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced batteries, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.